Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she's been experiencing a skin reaction (burning itch) that has been attributed to the sensor. When pt removes her sensor, she notices a red inflamed puncture mark. Pt consulted with her dermatologist and was prescribed a betamethasone dipropionate (B)(4) cream that prevents the burning itch sensation from occurring. Pt reports, however, that the sensor insertion puncture still leaves a mark on her skin. At the time of her call to dexcom technical support, pt reports that she had discontinued cgm use.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.